Event description:
A surgical assistant reported that during a postoperative office visit following intraocular lens (iol) implant surgery, the surgeon noticed the lens had become decentered because the capsular bag had been torn. The lens was exchanged for a different model lens, which was implanted into the sulcus. Add'l info was rec'd from the surgeon who reported the posterior capsular bag tear occurred during cataract removal and before the lens was introduced into the eye. The surgeon elected to place the iol in the bag despite the posterior capsule tear, because he thought there would be enough support for the lens. When the pt was seen at the one week postoperative visit, the surgeon reported the lens due to the posterior capsular bag tear. The surgeon reported the event resolved following the lens exchange. The pt is reported to be stable and doing well.

Manufacturer narrative:
Eval summary: the lens was returned with solution, haptic and optic damage. Results from the product history record review indicated the lens met release criteria. The viscoelastic device used is not qualified for use in the cartridge that was used. Not enough info was provided to conduct a review of the cartridge lot. The product investigation could not identify a root cause for the complaint of capsular bag tear, lens decentered. A failure to follow the dfu is also noted. The account indicated the use of an unapproved viscoelastic in the cartridge. Due to varying viscosity, the use of unapproved viscoelastics may result in lens delivery difficulties or product damage. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire was rec'd on (B)(4) 2013. (B)(4).